Event description:
The facility reported to baxter great britain reported an infusion pump that was under infusing. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.